Event description:
It was reported that the user experienced repeated pump alarms for low insulin volume during the night and was awakened, later discovering insulin remained in the cartridge and expressing dissatisfaction with the alarm priority. Symptoms included disturbance of sleep without reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included user inconvenience and alarm fatigue without clinical harm or hospitalization. Investigation included a review of alarm behavior and device performance based on user report. Investigation of this case revealed expected device behavior for low insulin alerts consistent with design, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was normal device operation and user perception of alarm burden.

Manufacturer narrative:
Initial.